Event description:
The customer reported the handle was burnt. Clarification of what is meant by handle was not provided, therefore, we are considering burnt handle to be burnt paddle. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.